Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose levels was 393 mg/dl at the time of incident. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. (B)(4).